Manufacturer narrative:
The reported event of physical damage to pressure sensors file was opened to document an event that the customer reported. No devices or logs were returned for investigation. An investigation can¿t be performed using the site visit alone. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). There was no patient involvement.

Event description:
The customer reported physical damage to the pressure sensors. The customer stated that biomed has been replacing the older style pressure sensors and have no reported problem with the new type. There was no patient involvement.